Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer inspected the unit found alert codes when unit powered on and failing extended self test (est), exhalation valve constantly energized/closed, unit honked when attempting est. The engineer isolated the cause of the issue to the direct current (dc) - dc converter. The component was replaced. The ventilator passed all required testing per manufacturer's specifications at the time of service. One dc-dc converter was returned to medtronic for further analysis. No physical anomalies were observed on the returned board. The reported event was duplicated. The analysis isolated the fault to the c63 capacitor. The cause of the observed condition was determined to be the c63 capacitor on dc-dc converter. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon power up the 980 ventilator displayed "ventilator inoperative, replace ventilator" message. There was no patient involvement with the reported event.